Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml2593, and no non-conformances were identified. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no.

Event description:
It was reported that the patient underwent a c-section and total hysterectomy procedure on (B)(6) 2019 and suture was used. The needle tip broke during use. No broken piece was found in patient body by x-ray. Another device was used to complete the procedure. The procedure was prolonged 2 hours. Patient condition listed as stable. There were no patient consequences reported.